Event description:
Reported experiencing elevated blood glucose (~300 mg/dl), for the past 2 days. Pt believes the device is not dispensing the proper amount of insulin, during basal delivery. No error messages were generated by the device. Pt received no treatment for elevated blood glucose.